Manufacturer narrative:
Continuation of d10: product ID 97715 lot# serial# (B)(6),implanted: (B)(6)2019,product type implantable neurostim ulator product ID 977a260 lot# serial# (B)(6),implanted: (B)(6) 2016, product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2019, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported previously documented information, adding the lead was about to come out of their skin because they had taken a fall on concrete and landed on the side of the implant.

Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-nov-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 23-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient stated she noticed a bulge out of her skin and sent a picture to her healthcare provider (hcp). The hcp decided to do a revision and noticed the lead came unanchored and the ins had flipped. The patient had to have a revision about seven weeks ago. The lead was noticed to be budging out of the patient's skin the summer of this year. The revision was done on (B)(6) 2019. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the lead came un-anchored and was bulging. The battery was flipped for an unknown reason. The patient said they also had significant weight loss due to an illness. The battery was replaced and the leads were re-anchored. No further complications were reported.